Event description:
The st. Jude medical rep called to report that when the ICD was interrogated one day after implant, the battery voltage was at 2.55v. The device was explanted. Technical services instructed the rep to look at the archived data to confirm the battery voltage. It was then discovered the voltage was at 2.55 at implant as well.